Manufacturer narrative:
The customer reported a complaint that "when the autopulse platform (sn (B)(6)) is powered on, the platform makes a consistent clicking noise and will not power off" was confirmed during functional testing. The root cause for the reported complaint was a failed processor board, likely attributed to a failed component. During visual inspection, no physical damage was observed on the platform. The power distribution board is up to date. The data archive could not be retrieved due to the failed processor board. The autopulse platform failed functional testing. The platform displayed a blank white screen and a continuous clicking noise was observed at power up; thus, confirming the reported complaint. The processor pca assembly was replaced to remedy the problem. Subsequently, the device was tested with an instrumented manikin and 95% patient large resuscitation test fixture (lrtf) for approximately 15 minutes each with no issue. After service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn (B)(6).

Event description:
During shift check, the customer reported that when the autopulse platform (sn (B)(6)) is powered on, the platform makes a consistent clicking noise and no amount of troubleshooting resolves the issue. Also, the platform will not power off and stays on, unless the battery is removed from the platform. No error messages were observed, and no significant damage was observed. No patient involvement.